Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 7 of 7. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. On 31-july-2024, it was reported by the patient that seven infusion set cannula was leaking from the quick release. No further information was available.